Event description:
It was reported, the camera head had an image problem. The issue occurred during preparation for use and the diagnostic hysterectomy procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found an intermittent image due to bad connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue.. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an image problem. The issue occurred during preparation for use and the diagnostic hysterectomy procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
E3: non-healthcare professional the device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.